Event description:
The customer reported that the unit failed to power up.

Manufacturer narrative:
The customer reported that the unit failed to power up. A philips field service engineer went to the customer site and verified the failure. The power and control pcas were replaced to resolve this issue. We cannot determine the cause from the available info due to multiple parts being replaced. The unit passed all post-servicing testing and remains at the customer site.